Event description:
It was reported that the exact problem is not known. Allegedly, the lightsource simply is not working and needs an overall diagnostic.

Manufacturer narrative:
Additional info will be provided once investigation is completed.